Event description:
The device was returned to the manufacturer without add'l info. Add'l info has been requested; a f/u will be sent when add'l info becomes available.

Manufacturer narrative:
The device was returned to the manufacturer for analysis which was not completed at the time of this report. A f/u will be sent when analysis is completed.